Event description:
It was reported that a smiths medical pump exhibited a constant error 44000 on its screen when turned on. There was no patient involvement.

Event description:
Oracle ro (B)(6): unit has a constant error 44000 on screen when turned on. (Unit was not being used on patient with issue).

Manufacturer narrative:
Other text: h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact. The customer stated problem was duplicated. Error code 44000 appeared at start up. The main board was replaced during the repair process. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-02128. The report was submitted in error., corrected data: corrected information provided in h10.